Event description:
It was reported that the patient experienced shortness of breath and activity intolerance so the rate response was adjusted. It was also reported that the lead dislodged and was repositioned. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.